Event description:
It has been reported to philips that the system could not be shut down, but then shut down suddenly. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the system was not in clinical use at the time of the event. A philips field service engineer (fse) inspected the system on-site and confirmed the issue. Analysis of the system logs determined that communication initialization with the power distribution unit (gpdu). While troubleshooting, the fse performed a cold restart on the system multiple times. After the multiple restarts, the system was returned to use in good working order. The codes were updated based on the investigation outcome.